Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to see insulin drips exit the infusion set tubing. Reportedly, the customer attempted to perform the load fill tubing sequence using multiple cartridges and multiple infusion set tubings. Tandem technical support (cts) instructed for the customer to disconnect current infusion set tubing and perform cartridge fill tubing. Customer reported that a ball of insulin was formed at the end of the luer lock. Customer was able to connect a new infusion set tubing and successfully performed the fill tubing sequence. There was no known impact to the customer's blood glucose level.